Event description:
The surgeon attempted to implant a +19.0 diopter, cc4204bf plate collamer lens. The plunger overrode the lens causing it to tear. No pt contact or injury. The lens tear was caused by the foam tip plunger overriding the lens.